Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the operator was not able to hear the patient due to a failed microphone. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the operator was not able to hear the patient due to a failed microphone. The fse concluded that the failure was not the gantry audio board. But rather the gantry microphone assemblies. The fse replaced both gantry microphone assemblies to correct the malfunction and resolve the problem. There was no report of harm to a patient, operator, or bystander as a result of this event. The system is operational and in clinical use. Further investigation of this issue determined that this event is not reportable.